Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded and there was contrast in the balloon and lumen of the device. Microscopic and tactile inspection revealed a kink in the hypotube 56 cm from the tip of the device. The inner diameter (ID) of the wire lumen was measured and is within specification. Microscopic inspection found no irregularities or damage to the proximal weld and tip of the device. Functional testing was completed using a kinetix plus .014¿ guidewire as the guidewire used in the clinical event was not returned for analysis. The kinetix guidewire was loaded into the tip of the device and advanced/withdrew smoothly, without issue. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mmx2.00mm nc quantum apex balloon catheter was advanced for dilatation. After performing dilatation twice at the lesion, significant resistance between the balloon catheter and guidewire were encountered during removal of the balloon catheter. The balloon catheter was pulled out slowly and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 15mmx2.00mm nc quantum apex balloon catheter was advanced for dilatation. After performing dilatation twice at the lesion, significant resistance between the balloon catheter and guidewire were encountered during removal of the balloon catheter. The balloon catheter was pulled out slowly and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.